Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer via the company representative regarding the patient's implanted pump which was used to deliver morphine (20 mg/ml at 8.1 mg/day) and bupivacaine (5 mcg/ml at 2.0 mcg/day). The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that since the patient's pump was replaced on (B)(6) 2015 the pump had been tilting forward when the patient sat and was uncomfortable. A pocket revision occurred and the physician secured two more suture loops on the pump. The patient's status at the time of the report was alive with no injury. Additional information was reported by the rep on (B)(6) 2016. The patient's 40cc pump was replaced with a 20cc pump in (B)(6). At that time, only two suture loops were used and the pocket was not revised so there was extra space in the pocket.